Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which revealed the tubing was cut. The reported condition was verified. The cause of the reported condition was due to a manufacturing related issue. There are current controls in place to prevent and detect the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flow regulator set had "damage". Upon further inspection, the tubing appeared to be in two separate pieces. There was no patient involvement. No additional information is available.